Manufacturer narrative:
Zimvie complaint number (B)(4). . H11: d10 - medical product - tsx implant, 3.7mmd, 11.5mml catalog #: tsx37b111 lot #: unknown / not provided.

Event description:
It was reported that the implant at tooth site #unknown has a fractured screw has tsx37b11 implant with broken screw inside. Patient will return for screw removal.